Event description:
It was reported that the customer had high blood glucose levels in the 400's mg/dl. Customer's wife declined troubleshooting for high blood glucose levels. Customer's wife stated that the customer was shaking and doing what diabetics do. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.